Event description:
During placement of port, the silastic catheter was inserted through the sleeve. In the middle of the insertion there was difficulty in advancing the catheter. The catheter was advanced and, as the sleeve was being retracted and split open, it was noted that at the midpoint of the sleeve the catheter was out of the sleeve creating a false tract. A new catheter was inserted without difficulty and there was no adverse outcome.